Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported blood glucose results of ¿165, 172 and 188 mg/dl¿ with the subject meter. The patient manages her diabetes with metformin pills. The patient denied making changes to her usual management routine. After the start of the alleged issue, the patient claimed she felt symptoms of shaking, nausea and headaches. Treatment was not specified; however, about 2 months prior to contacting lfs, the patient reportedly visited her physician¿s office and was administered ¿brandine¿ pills (0.5 mg). The patient reportedly obtained a result of ¿110 mg/dl¿ with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2014), the patient¿s meter has been returned on 8/25/2014 and evaluated by lifescan product analysis on 8/26/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 06/13/2014 and 07/18/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (09/15/2014)-device evaluation: the test strips involved with this complaint have been returned on 09/10/2014 and evaluated by lifescan product analysis on 09/11/2014 with the following findings: the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.